Event description:
The tps micro drill was sent for evaluation due to overheating during set-up testing prior to a procedure, which was completed with a readily available spare device without procedure delay, and no adverse consequences were reported.

Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device. The motor cartridge contact pins were found to be burnt.